Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away. The cause of death was intracerebral hemorrhage. The device worked as intended at the moment the event happened. It was reported that the patient's outcome was not device or therapy related. It was unknown whether the device will be explanted but will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported patient outcome could not be conclusively established through this evaluation. The reported serial number discrepancy seen in the submitted log files was confirmed. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. The pump serial number was displayed as (B)(6) in the submitted log files. A manufacturing analysis task was created to further address the reported serial number discrepancy. This investigation confirmed the reported discrepancy and concluded that man was the root cause. No CAPA/ecar/scar is required per this investigation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. B is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.